Manufacturer narrative:
Conclusion: when the pump was returned, the pump infusion settings were 20.0 ml per hour with a bolus dose of 2.0 ml every 5 minutes. The bag volume was set at 250 mls. The settings were different from what was originally reported. Which were 0.0 ml/hr; 5.0 bolus; 00:15 lockout and an unk bag volume. When the pump was returned and tested, if was found to perform within our mfg specifications. Based on the conflicting data reported from the field and the data collected in house, we could not determine, nor can we get enough data to determine a root cause. It could have been that the bag was filled wrong or inaccurate programming on the end users part. Possibly lack training. The MDR board has decided to take conservative approach and file an MDR. The MDR board does not have enough data nor can we get enough data to determine a root cause analysis. Based on the review of the device history records and the trend analysis indicates that the reported condition is not a systemic problem. See scanned pages.

Event description:
(B)(6). On (B)(6) 2010, we carried out subportal pain therapy using a peridural catheter and pca-controlled administration of naropin (2 mg/ml). The pca pump was programmed as follows: based rate 0 ml / h - bolus rate 5 ml - lockout interval 15 min. The pt actuated the bolus button on the pca pump once. During a check of the pump by the midwife on duty, ms. (B)(6), it was noticed on (B)(6) 2010 at 18:30 that approx 3/4 of the bag was empty. The pca pump was immediately removed and checked in vitro by the head of obstetrics, dr. (B)(6), who was on duty. When the bolus button was actuated, 7 ml naropin definitely emptied (measured). The pump was then switched off and the process was repeated. Again more than 5 ml naropin emptied when the bolus button was activated.